Manufacturer narrative:
(B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set with control-a-flo regulator ruptured at the control flo component. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned; however, a photograph was received and evaluated. Visual inspection of the photograph noted a rupture in the flow regulation device. According to the event description, this occurred when the fluid was refused rapidly under pressure. This type of use is not advised in the directional insert and could cause the reported issue. Should additional relevant information become available, a supplemental report will be submitted.